Event description:
A surgeon reported a patient experienced blurry vision at distance and near following an intraocular lens (iol) implant procedure. The surgeon reported the lens was exchanged one month later for another lens model and power. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).